Event description:
Voluntary medwatch received states that patient's atrial lead was explanted due to infection. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147251.